Event description:
Using resmed f20 CPAP mask with magnets. I also use dexcom g6 (continuous glucose monitor). During & after CPAP treatment & use of mask, the dexcom g6 readings were all over the place.